Event description:
Treatment of a left cav aneurysm. It was reported that the pipeline was not fully opened during deployment and a balloon was required to open the device. Six days post procedure, the pt expired and the cause of death was due to transformational haemorrhage. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt. (B)(4).